Manufacturer narrative:
Technician found hex rod moving, screw broken causing casters not to work correctly. Replaced hex rods and casters to resolve this issue.

Event description:
Complaint received that the casters would ratchet when brake was engaged. No injury alleged.